Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t5en9u. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction, such as a clip, is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meet the required specifications prior to shipment.

Manufacturer narrative:
Product complaint (B)(4). Date sent: 2/21/2020. Five videos received. Upon visual inspection of five videos, the following was observed: the first video shows a device from jaws area without reload loaded, the jaws are open and closed by the user. The second video shows a device with gold reload loaded. At the 00:23 mark the device is placed between tissue, articulated to right side. At the 01:34 mark the device was fired and at the 01:40 mark a staple line and cut line appears to be as expected. The third, fourth and fifth videos show tissue with a staple line and some staples properly formed could be observed. Based on the video reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Did bleeding presented on the patient? If so, how was the bleeding controlled? And, how much blood was lost (ml)? Did the patient require a transfusion?

Event description:
It was reported that during stomach resection surgery, there was malformation of the staples in three firings. It was using buttressing but in the last fire without buttressing, didn't staple the tissue.  There was a risk of bleeding, reservoir of the stomach was smaller, and the last fire was really close to his angle. There were no patient consequences reported.